Manufacturer narrative:
Isi has requested that the cadiere forceps instrument be returned for evaluation. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot # and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 12 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that a piece came off the cadiere forceps instrument. It is unknown if the piece fell inside the patient but it was noted that no piece was retrieved. The location of the fragment remains unknown and it is unclear if the fragment was retained inside the patient's anatomy. Unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is also unknown what caused the instrument breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a piece of metal came off the end of the cadiere forceps instrument. The location of the fragment was unknown, and no fragment was retrieved from the patient's anatomy. The procedure was completed with no additional reported issues. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of date of this report.